Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have failed intuitive motion. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument did not move intuitively with full range of motion in all directions. The grip tips moved imprecisely in the pitch motion. The grips opened and closed properly. Additionally, the instrument was found to have a loose pitch cable at the distal and proximal end. This failure likely caused the intuitive motion failure observed. The housing was removed and no further damage was observed. The complaint regarding non-intuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a loose cable is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the prograsp forceps instrument had strange movements. The procedure was completed. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the site on 11-nov-2022 and obtained the following additional information: the instrument did sudden movements when handled. The movements were not fluent but had hesitations and were non-intuitive. The problem persisted after reinstallation and after reattaching the drape. The problem persisted also when attaching the instrument to another robotic arm. There was no video and the patient was not harmed. They switched to a new instrument and the problem was immediately solved.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the instrument log for the prograsp forceps instrument (part#: 471093-11/ lot#: k10220418 0437) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system sk0719. The instrument had 15 remaining usable lives with no subsequent use recorded. No image or video clip for the reported event was submitted for review. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the prograsp forceps instrument moved with unintuitive motion (e.g. The instrument moved in an unexpected/unintended way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.